Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer. The manufacturer reported: "this complaint has been handled and closed as code 3b (broken flange) based on the complaint description and pictures. Picture: visual inspection has been performed of provided picture in terms of overall appearance. Two pictures show one empty and one almost empty syringe. One syringe has a broken flange. The defect of the second syringe is not visible. Lot number is in accordance with report, but number of defective units could not be confirmed. Code 3b applies. Inspection of sample: one empty syringe was returned. Lot is in accordance with the report. No defects could be observed. The syringe is not damaged nor broken. Complaint reason not verified. Code 3b applies according to the complainant. The batch record has been reviewed and no deviations or anomalies were identified that can be linked to the complaint. No quality issues have been found related to the raw material (syringe) that could explain the complaint. Identified root cause: not determined. No further actions will be taken regarding this complaint at this time. However, the lot will continue to be monitored, and if relevant, further investigation will be initiated." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "problems with the injection of the product deflux have been observed intraoperatively. Indeed, the product seems too viscous and has difficulty coming out of the needle. Abnormally high pressure must be applied to get the product out. The first syringe broke under the pressure. A deflux syringe of a different batch was taken, and the product was then discharged normally." Additional information received on february 05, 2026, indicated that "the patient was under general anesthesia, and the procedure was able to take place without awakening the patient. The needle used was a deflux metal needle. Deflux was used to treat vesicorenal reflux in a child. It was very difficult to push the deflux product contained in the syringe, it is by pressing the plunger to push the product that the top of the syringe broke. The syringe was tested outside the patient, so there is no wound." Photos shared by the customer showed 1 syringe broken at the flange.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "problems with the injection of the product deflux have been observed intraoperatively. Indeed, the product seems too viscous and has difficulty coming out of the needle. Abnormally high pressure must be applied to get the product out. The first syringe broke under the pressure. A deflux syringe of a different batch was taken, and the product was then discharged normally." Additional information received on february 05, 2026, indicated that "the patient was under general anesthesia, and the procedure was able to take place without awakening the patient. The needle used was a deflux metal needle. Deflux was used to treat vesicorenal reflux in a child. It was very difficult to push the deflux product contained in the syringe, it is by pressing the plunger to push the product that the top of the syringe broke. The syringe was tested outside the patient, so there is no wound." Photos shared by the customer showed 1 syringe broken at the flange.